Manufacturer narrative:
(B)(4).

Event description:
Procedure: sigmoidectomy. According to the reporter: while transecting rectum with an endogia and 60mm blue load with seam guard, staples did not form properly in the middle of firing. Pop heard in the handle but staples seamed to form. It was a very low anastomosis 7 cm but because of issue with stapler had to do an ileodi version to be safe. Another endo gia with seam guard.